Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 20 mg/dl and 253 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number q6812-4252 and test strips lot number 93385. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. The precision qid readings as reported by the custoemr were found in the meter internal log.